Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Event date: date of postoperative plate breakage is unknown. Additional device product codes: hrs, hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). A device history record (DHR) review was performed for part: 02.124.418 / lot: 9396258: manufacturing location: (B)(4), manufacturing date: 09.mar.2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was initially implanted on (B)(6) 2016 right sided variable angle (va) condylar 18 holes plate. Patient was revised on (B)(6) 2017 due to non-union of right distal femur fracture and broken plate. According to surgeon the original plate construct was perhaps too flexible which had resulted in a hypertrophic non-union and plate breakage. Patient was revised with new va-condylar, right 18 holes plate. Revision surgery went as planned. Concomitant device reported: screws (part unknown, lot unknown, quantity unknown). This report is for one (1) 4.5mm va-lcp curved condylar plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.5 mm va-lcp curved condylar plate/18 hole/370 mm/right, part number 02.124.418, lot number 9396258). The subject device was returned to the manufacturer with the complaint condition stating: product inspection: the forging blank used to produce lot 9393258 is article 60061873 / lot 18043. The certificates of the forging and of the related raw material have been reviewed. In the certificate it is reported that the material fulfils the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. The plate is broken at the level of the va hole 5. The holes close to the breakage point were measured: holes 1,2 could not be measured since the plate is deformed in the distal area, hole 4 could not be measured since the broken hole cannot be used as reference point for measurement. Holes 3, 6 and 7 were found conforming to spec. The thickness and the width measured close to the breakage area are conforming to spec. Since the shaft and the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), the measurable features found conforming demonstrate that the plate has no issue manufacturing related. Eleven (11) concomitant parts received (screws): 02.231.246 / 9673757, 02.231.240 / 9922876, 02.231.240 / 9712642, 02.231.236 / 9751563, 02.231.238 / 9794276, 02.231.265 / 9793287, 02.231.285 / 9870931, 02.231.280 / 9686356, 02.231.275 / 9929652, 02.231.280 / 9951765, 02.231.285 / 9870931: as these parts are not responsible for the breakage of the plate, no investigation will be done one those. X-ray review -we are able to confirm that the plate is broken. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Unfortunately, we are not able to determine the exact reason for this occurrence. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing plant because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Disposition: complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.